Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on valve. Leak test and microscopic analysis was performed which identified: crack opening on valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. No bubbles observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Patient's husband reported right side "deflation", "bubble", "something doesn't look right", "flat on top". Healthcare professional confirmed deflation. The device remains implanted.